Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device lasted 6 months. They stated it created extreme joint pain all over mostly their upper body. They turned if off to see if it would help and within 3 days they had no pain. They checked it again to make sure and the same thing happened. They stated it took them 6 years to get it removed. They felt much better after. No further patient complications were reported as a result of this event.